Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, and in (B)(4), during a robotic hysterectomy and sling surgery using a g400 gyrus generator, the generator did not fire. Further clarification describes the issue as "when the foot pedal that controls the instrument was pushed, there was an audible tone indicating the generator was working, but no evidence of thermal reaction in the tissue that was grasped". A different instrument was used, with the same result concluding the generator itself was not functioning correctly. The procedure was completed using a different generator. The procedure was thought to be successful and without complication. Two days later, the patient was admitted to the emergency room with a bowel perforation requiring emergency surgery. The customer stated: "there is no reason to believe that the device malfunction contributed to the injury."